Manufacturer narrative:
(B)(4). Method: the complaint iw930 cosycot infant warmer was inspected by a trained f&p service technician at the customers facility. The complaint device was visually inspected. Results: visual inspection of the subject infant warmer revealed that the infant warmer head was cracked. Conclusion: we are unable to determine the cause of the cracked infant warmer head, however it is likely that the cracking observed is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the infant warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the infant warmer head. Since the release of the subject warmer, we have changed the material of the head housing to a material that provides greater resistance to environmental stress cracking. It should be noted that the subject infant warmer is over 15 years old and thus a reasonable level of wear and tear is expected. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from polycarbonate or acrylic, and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base. Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. We have since revised our cleaning instructions to recommend specific proprietary cleaning product.

Event description:
A hospital in (B)(6) requested a service of the iw930 cosycot infant warmer. Upon servicing it was found that the head of the subject infant warmer was cracked. No patient consequence was reported.